Event description:
It was reported that during routine equipment testing conducted by the manufacturer's sales representative, the drill heated up. This event did not occur in the surgical environment so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.